Manufacturer narrative:
As received, the axium prime coil pushwire was found to be bent within introducer sheath from proximal end. The implant coil was found to be broken within the introducer sheath. The implant coil was found to be inverted. The implant coil was found to be located in the ¿wave-lock¿ portion of the introducer sheath. The implant coil was pushed out from within the introducer sheath for further evaluation and was found to be broken. The detach element was found to be intact. All other subassemblies appeared to be normal and no other anomalies were observed. The based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium prime coil prior to use, and lack of continuous flush during delivery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while introducing the coil in the microcatheter, resistance was felt. Resistance was encountered in the middle area of the microcatheter. The patient was ultimately treated with another manufacturer's coil. The patient was undergoing surgery to treat a ruptured, saccular aneurysm located at the right internal carotid artery supraclinoid segment with a max diameter of 5.2mm and a neck diameter of 2.8mm. It was noted the vessel tortuosity was moderate. Evaluation of the returned device found that the implant coil was detached from the pushwire within introducer sheath.